Manufacturer narrative:
510k: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant is not known, reported only as unknown date prior to (B)(6) 2017. Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on an unknown date prior to (B)(6) 2017, patient underwent a total knee arthroplasty. Patient was also implanted with a locking compression plate (lcp) distal femur plate due to supracondylar fractures. On unknown date, patient felt pain in the medial side of the femoral condyle. It was revealed that a screw affixed to the femoral condyle had protruded further to the medial side. Patient was returned to surgery on (B)(6) 2018 for hardware removal. During the removal procedure, as surgeon attempted to remove the screw from a distal hole, the extraction screw would not connect to the screw. Surgeon did not attempt any other removal options and opted to leave the screw and the lcp distal femur plate implanted. Surgery was completed with a delay of approximately 30 minutes. Surgeon stated the implants that were causing patient pain were removed. Revision surgery due to patient pain is addressed in (B)(4). This report addresses the intraoperative issue with the extraction screw and the distal screw. Concomitant devices reported: lcp distal femur plate (part number unknown, lot number unknown, quantity 1) this report is for one (1) unknown screw. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: event: additional information provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The length of the screw left inside the patient's body is reported as 75mm.